Event description:
During a remote follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the right atrial (ra) lead and device. No intervention has been performed. The patient was stable and will continue to be monitored.